Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached while inside of the pt at 224,055 joules. Per the customer, all fiber pieces were retrieved. Additional info reported by the customer was the fiber cap was washed out of the outer sheath when the scope and inner sheath were pulled out. Observations leading up to the incident were that the fiber was flickering and going into standby mode. The pt did not experience any difficulties due to this event. The user did not experience any injury from use of the system. The current status of the pt is fine.